Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the metal part of the device did not retract when the grey ring was pulled. An additional incision was made in the patient¿s abdomen to retrieve the specimen.